Event description:
Surgeon removed the alta side plate after the fracture had healed. The screwdriver "explided" when tightening and trying to remove screws. There was no adverse consequence for the pt or delay in surgery or anesthesia time.